Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose level. Blood glucose at the time of event was 36 mg/dl. The customer current blood glucose was 126 mg/dl. Customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was okay for troubleshooting. Customer was alleged over delivery as the insulin pump did not stop delivering insulin. The device will not be returned for analysis.